Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (15 mg/ml at 0.351 mg/day) via an implantable infusion pump. Relevant medical history of the patient included pain. The patient's concomitant medications included: lortab, lyrica, and motrin. It was reported that therapy was suspended and saline was placed in the pump on (B)(6) 2015. The patient was being managed by oral agents prescribed by a pain management specialist and had adequate pain relief. The patient had chosen to have the pump removed only. The removal procedure was scheduled for (B)(6) 2015. The event was noted as ongoing. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding the delivery of morphine (15.0 mg/ml, 7.654 mg/day) in a pain pump. The consumer was involved in a post market study. Catheter granulomas occurred. There was determined to be no cerebrospinal fluid (csf) flow/inability to aspirate fluid on (B)(6) 2015. An isotope pump study performed on (B)(6) 2015 revealed no delivery of drug to the subarachnoid space. There were no reported signs or symptoms. No further information was provided. The actions/interventions required to mitigate the issue and event outcome were not provided. Further follow-up was being conducted for this information. History: non-malignant pain, failed back syndrome - other dose changes: (B)(6) 2015 16% daily dose increase to 8.853mg/day.

Event description:
The device was returned for analysis with no complaint associated with the returned paperwork.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).